Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the new 4x4 island dressings have a change in adhesive causing irritation and itching to skin around exit site. Saw dermatologist for rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).